Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had motor error alert and button error alarm. Customer¿s blood glucose level was 728 mg/dl. Customer was hospitalized due to high blood glucose level and ketoacidosis on september 30, 2019. Customer experienced vomiting and nausea for high blood glucose level. Customer was not able to perform high pressure and displacement test. Customer reported intermittent response form buttons. Customer alleged that the insulin pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08730 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. No motor error alarm noted. The motor was tested outside of the device and passed. No button error alarm noted. Device had intermittent button response on the esc and act buttons due to flattened dome switches . During visual inspection, the keypad connector on the lcd/b was found locked properly. Device had minor scratched display window, cracked case at display window corner, scratched reservoir tube window, cracked reservoir tube lip and stained end cap sticker.